Event description:
It was reported that an explant surgery was performed on (B)(6) 2015 related to pain and prominent hardware of bilateral lower extremities (right tibia, left ankle, left distal femur). All hardware was removed; no new hardware was implanted. During the explant procedure one screw broke and the distal portion remains implanted in the patient. The procedure was completed successfully with no surgical delay. This is report 2 of 21 for (B)(4).

Manufacturer narrative:
(B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.